Event description:
It was reported that the device failed only volume delivery by 7.2%. Per reporter, the issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. No relevant information was found in event log. No service history was found. Could not confirm reported complaint of infusion problems. Performed visual inspection and functional testing. Performed 3 accuracy tests and results were within specifications. Recalibrated downstream occlusion (dso) sensor. Probable cause was unknown.